Manufacturer narrative:
D6b: added explant date.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support the device exhibited a placement signal not reliable alarm. All other parameters unchanged.

Manufacturer narrative:
D6b: the explant date is unknown. The impella device was not received from the customer; therefore, investigation of the device was not possible. Should the device or any new information be received, a supplemental MDR will be filed.

Manufacturer narrative:
Correction: d4 UDI was inadvertently omitted on the initial manufacturer device report. The investigation of the reported failure mode has been completed. No product was received for evaluation. Since product wasn't returned for investigation and insufficient data logs were available, the cause of the placement signal issue could not be determined. Device history review: the device passed all post sterile inspection checks. Patient was transferred to (B)(6).

Manufacturer narrative:
H6: updated b22 based on the results of the investigation. Investigation summary: since product wasn't returned for investigation and insufficient data logs were available, the cause of the placement signal issue could not be determined.